Event description:
It was reported that the implantable pulse generator (ipg) was no longer working as intended after receiving the elective replacement indicator message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.